Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not retuned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent an abdominal sacrocolpopexy with mesh (davol flat), rectal sphincter repair and perineoplasty due to a preoperative diagnosis of recurrent vaginal vault prolapse and remote obstetric rectal sphincter injury and new fecal incontinence. Operative dictation notes the mesh was pre shaped into a "y" formation was attached to the posterior wall of the vaginal vault and sutured to the anterior aspect of the vaginal vault and finally affixed to the sacrum. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.